Event description:
A report was received that the patient would undergo a pocket revision procedure due to difficulty charging.

Manufacturer narrative:
Additional information was received that the patient underwent the ipg revision procedure and was able to charge the ipg. Device malfunction was not suspected. The device was not returned to bsn as it remains implanted in the patient.

Event description:
A report was received that the patient would undergo a pocket revision procedure due to difficulty charging.